Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure,lens was explanted at secondary procedure due to patient experienced cloudy/ foggy vision, poor uncorrected and best corrected vision/ decreased contrast acuity.the iol was replaced with monofocal iol approximately three months after initial procedure. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received iol was replaced with non-company lens.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information provided on the completed questionnaire indicated that a qualified cartridge and handpiece were used with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The multifocal company 21.5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company monofocal lens, 22.0 diopter. This information that a multifocal lens was exchanged for a monofocal lens, and the monofocal was also one half diopter larger would suggest that the monofocal replacement lens was an improved selection for this patient vision needs. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).